Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has condensation in tubing. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse found blood in patient interface module (pim) and tubing. The fse replaced the pim. The unit passed all safety and functional tests and was returned to the customer for clinical use.